Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery will not hold a charge is confirmed. The root cause of the reported issue is an internal li-ion battery issue. The device was serviced, tested and returned to the customer. A history review of serial number: (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Ber biomed, battery will not hold a charge. 09/16/2019: biomed reported that it shut down with 98% battery life showing.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Ber biomed, battery will not hold a charge. On (B)(6) 2019 biomed reported that it shut down with 98% battery life showing.